Event description:
It was reported by the patient that the carelink monitor connects only loosely to the power cord and that the power indicator light flickers on and off. The monitor is being replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A correction was made to MFR. Site ID. A correction to model number was made to reflect correct model as 2490c8. Evaluation summary: (B)(4): analysis confirmed the customer comment, the power connector was loose and detached.

Event description:
It was reported by the patient that the carelink monitor connects only loosely to the power cord and that the power indicator light flickers on and off. The monitor is being replaced. No patient complications have been reported as a result of this event.